Manufacturer narrative:
Received seventy-one (71) new list #142550489 primary plumsets. As received no damage or anomalies were noted. Thirty-five (35) samples were randomly picked out of the received samples to perform leak tests per specification. One sample was found to leak from the inlet filter. The complaint of 'leaking' can be confirmed. The probable cause is due to a pinhole in the filter. The damage is typical of an electrostatic discharge to the filter vent during manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that on an unknown date a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch generated a leak during patient use. There was no patient harm reported.